Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of unexplained high blood glucose readings from the insulin pump. The customer stated that her blood glucose reading was 269 mg/dl and had risen to over 300 mg/dl. The customer had done a "b" test. The customer stated that her blood glucose reading has gone up and down over the years since she started her new medication which gave her headaches. The customer declined to troubleshoot for high blood glucose readings. The customer was advised to follow up and call back if needed.